Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported by the sales rep that during an esophagectomy procedure, the circular stapler was closed but did not appear to fire correctly. The device was closed, fired, but did not feel or hear the washer break. There was no audible and tactile feedback received when fired. The indicator was in the green area prior to firing and the healthcare professional waited 15 seconds after closing the device and re-tightened prior to firing. Malformed staples were produced and complete transsection of the cutting washer was not visually confirmed. The anastomosis was redone by hand sewing and the procedure was successfully completed. There were no patient consequences reported but the procedure was extended by 15 minutes due to the "redoing" and hand sewing of the anastomosis. The patient's current status was good when last checked.

Manufacturer narrative:
(B)(4). Batch # n54h6a. Device analysis: the analysis results found that the ecs25a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.